Event description:
Additional information received. It was reported that this was during a sacroiliac and thoracolumbar procedure. There was a delay less than one hour.

Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: product ID: bi71000450, h2: see b5 and e1-e4 (additional new information added) h3: a medtronic representative went to the site to test the equipment. Testing revealed that ps1 was replaced and adjusted to 5.15 volts. The imaging system then passed the system checkout and was found to be fully functional. Applicable codes. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: analysis found on power supply- analysis determined there the ps1 power supply was tested by using cba IV pro 58250-1015 cba4/p computerized battery analyzer pro 45049. Bench test failed. Output voltage drifted to 5.262vdc. B01, c02, d02 applicable codes. Sn/lot # update to v18210285. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No products have been returned to medtronic for analysis.

Event description:
Medtronic received information regarding an imaging system used during a procedure. It was reported that there were issues with the system going unresponsive when taking a spin. The system had to be rebooted but would not boot past initializing. There was no reported impact to the patient. Delay information was not provided.